Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. The customer also reported that unable to complete pump rewind. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a corroded motor home switch. Unable to confirm pump error or perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. Moisture damage on electronic assembly, battery tube and force sensor also noted during visual inspection.